Event description:
Revision surgery performed on (B)(6) 2025, due to loosening. The glenoid implant and baseplate were placed too superior in the glenoid leading to loosening. At the time of the revision, the following components were implanted on the glenoid side: smr glenosphere ø 36mm (part code 1374.09.111, lot number 2213083, sterilization (B)(4), smr reverse liner +6 mm (part code 1360.50.820, lot number 20at5kq, sterilization (B)(4), smr small-r connector +4 (part code 1374.15.314, lot number 2212074, sterilization (B)(4), smr glenoid peg tt small-r #l (part code 1375.14.653, lot number 2007768, sterilization (B)(4), tt augm.360 baseplate #s-r 7° (part code 1375.15.507, lot number 2213740, sterilization (B)(4). During the revision surgery, the smr reverse liner previously implanted was replaced by the following new component: smr retentive liner std (part code 1361.50.810, lot number 22at144, sterilization (B)(4). Moreover, in revision the surgeon implanted a smr reverse humeral body 140° (part code 1352.15.011), and an extension for humeral reverse body (part code 1352.15.001) as well. Previous surgery was performed in (B)(6) 2023. The patient is a male, date of birth (B)(6) 1963. The event happened in the united states.

Manufacturer narrative:
Investigation: checking the manufacturing charts of all the components implanted on the glenoid side, no pre-existing anomaly, that could have contributed to the event, has been discovered on the devices belonging to the same product codes and lot numbers as the components involved in this event. Considering the liner removed and based on the records available, at least 62 out of 65 liners belonging to the lot number 20at5kq and sterilization (B)(4) have been implanted and this is the first and only complaint received on this lot number. Neither removed device nor x-rays were available to be shared with the manufacturer for additional investigation. However, it should be considered that, according to the information provided, the cause of the adverse event was a surgical error in placing the devices during the surgery performed in (B)(6) 2023. Furthermore, according to the labelling of the tt augmented baseplate (part code 1375.15.507), only the coupling with connectors with part code 1374.15.305 is allowed. This led to identify an off-label use of this component, since this was coupled with a connector with part code 1374.15.314 during surgery performed in (B)(6) 2023. Thus, considering that: no pre-existing anomaly, that could have contributed to the event, was found by checking the manufacturing charts of the devices involved in this event. According to the information received, the event was mainly due to a surgical error and, additionally, a device was used off-label. We can conclude that the event is not product related. Pms data according to the relevant pms data, the revision rate of the liners belonging to the families 1360.50.xxx - 1361.50.xxx - 1365.50.xxx due to loosening is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.